Event description:
It was reported that a pyrenees torque limiting handle showed signs of wear and tear intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Event description:
It was reported that a pyrenees torque limiting handle showed signs of wear and tear intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Normal wear and tear was observed on the returned device. Device and complaint history records were reviewed for this lot and catalog number, no relevant manufacturing issues or adverse trends were identified. As the device was manufactured in 2013, repeated use of the device over the course of it's service life most likely led to this wear.